Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak, and/or swelling, was inconclusive due to the sample condition. The complainant had indicated that the 'swelling' event was related to a 4.2fr broviac catheter but a 4.2fr broviac repair catheter, which was attached to a segment of 4.2fr broviac catheter, was returned. The complainant event was not observed or reproduced on the returned device. It was unknown if the remaining section of 4.2fr broviac contained the alleged issue or if the original proximal segment contained the issue, or if the issue was related to fibrin sheath formation. The product returned for evaluation was a 4.2fr broviac catheter repair segment which included the splice sleeve and a section of the catheter it had been spliced to. The device contained blood-like usage residue throughout and print wear was observed on the clamping oversleeve. Gross visual, and microscopic, evaluation of the device was unremarkable. No potential damage, defect, or deformity was observed. The sample was patent to infusion using water and a 12ml syringe and no leakage was observed. The sample was subsequently pressurized by obstructed the end of the device and applying pressure onto the syringe. No amount of hand pressurization of the syringe produced leakage or swelling of the catheter. A possible explanation for a perceived leak is catheter pressurization against a fibrin sheath. In some cases of fibrin sheath buildup, it is possible for fluid flow to be redirected up the catheter and out the insertion site. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of hutb1870 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during administration of parenteral nutrition a swelling under the skin occurred. The catheter was replaced.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of hutb1870 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during administration of parenteral nutrition a swelling under the skin occurred. The catheter was replaced.